Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge resection, powered device was used with the stapler in question but it did not go through the anvil. The display showed a signal of used loading unit but the device did not fire even the surgeon was able to press the green button. There was no patient involvement.